Event description:
It was reported to the manufacturer via an implant card that the vns patient went through a full revision due to end of service of the generator. Follow-up revealed that the lead was replaced due to a lead fracture and the generator was not at end of service. Good faith attempts to obtain additional information regarding this event are underway.

Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.